Event description:
Critically ill newborn male patient admitted at birth diagnosed with tricuspid atresia (type 1a) with normally related great arteries and pulmonary atresia and no identifiable right ventricular cavity. In order to maintain blood flow the patent ductus arteriosus (pda) need to remain in the open position. Prostaglandins were infusing to accomplish this. The patient was critically ill. Shortly after admission, the patient was noted to have a drop in oxygen saturation (low 90s to high 70s) from mid-morning to early afternoon. Evaluation of lower oxygen saturations included an echo cardiogram to assess status of pda. The echo reported a gradient of 40 indicated potential of closing of the pda. The prostaglandin (pge1) infusion was evaluated. Pge1 maintained the pda open for blood flow. A new dose of pge1 was hung and the line walked back to the patient. There was no blood back up in the intravenous line. Several other medications were infusing via this intravenous. The gang through which all infusions were organized was noted to be dry. The rn noted slight damp area on the patient's bedding. Careful inspection of the baby bifuse w/one check valve noted a drop of fluid just below the hub of the connector. The pge1 bifuse tubing was changed. The patient's oxygen saturations increase back to the 94 from 77 in minutes. T he patient stabilized.